Event description:
It was reported that approximately 20 minutes into a total knee replacement, the tourniquet cuff began to leak. The cuff was switched out with a back up. The second and then the third cuff leaked air while in use, but the procedure was successfully completed using the third cuff. There was a delay while the back up was located and put on the patient, but the delay was not clinically relevant. There was bleed through, but the patient did not require any additional treatment due to this event.

Manufacturer narrative:
The devices were not returned to the manufacturer for investigation. If the devices are returned, a follow up report will be filed.